Manufacturer narrative:
The impella cp was received and a failure investigation was completed. Upon examination of the pump, no damage was found. Data logs were reviewed and confirm multiple suction issues and positioning alarms took place early in the case. A review of the device history record found no manufacturing issues, reworks, or complaints are associated with this failure mode from this pump lot. We are unable to definitively determine the root cause of the heart valve damage, however, data logs analysis suggests improper positioning resulted in the reported hemolysis.

Manufacturer narrative:
The impella cp was returned and an investigation is underway. A supplemental MDR will be filed upon completion.

Event description:
The complainant reported a (B)(6) year old male patient presenting with acute myocardial infarction and cardiogenic shock for support with the impella cp. During support, the patient's urine was noted as red/brown in color. An echocardiogram was completed and found the device was "flipped" toward the mitral valve. Upon explant and escalation to an impella 5.0, the patient's posterior mitral valve leaflet was found torn and resulted in mitral regurgitation. Impella 5.0 was inserted and patient was noted as stable. Patient continued support on impella 5.0 for approximately 15 days with potential plans to repair the valve, however, the patient expired. There was no allegation of either device's involvement in the patient's outcome as care was withdrawn.